Event description:
The pt experienced a shocking/jolting sensation at the neurostimulator and pocket sites. Impedance measurements were within normal ranges. When the voltage was programmed to 0v, the pt continued to feel shocking sensation. The healthcare provider confirmed the pt experienced a shocking/jolting sensation at the neurostimulator site. More precisely, the shocking occurred between the device and the incision. Movement and palpation did not cause stimulation changes. It was noted that the therapy was working well for the pt outside of the shocking. Impedance measurements showed electrodes 0 and 1 at 50 ohms while all other combinations were normal. Pt had a program (4) which used the 0 and 1 electrode combination. Further info was requested.

Manufacturer narrative:
(B) (4)